Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m53j90. Additional information received: superior piece of fundal gastric pouch tunnel ¿ clinically it wasn¿t clear where fundus and pouch started and ended (attenuated scarred tissue) I therefore divided this tissue using echelon with a white cartridge. At first everything seemed fine about 10 mins later it became evident that there was a hole on the fundus with staples either side of it looked like the gun had cut but not stapled. I closed the hole with monocryl and swapped to a different gun. I had fired the same gun with a blue cartridge ¿ this was fine. It was reported via follow-up information that 10 mins. Later it became evident that there was a hole on the fundus with staples either side of it looked like the gun had cut but not stapled. Additional information requested but unavailable: were the staples deployed into the tissue, but not in the proper form (goal-post/open staples, malformed, etc.)? Or, was the tissue cut with no staples deployed (no staples present in the tissue)? The analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a bariatric, band to sleeve transition procedure, the surgeon was using the device and it misfired leaving a hole in the fundus, which was removed and the patient is fine. The fundus was stuck to the pouch. Another like device was used to complete the procedure.